Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in bed, from insulin shock. The caller declined returning the insulin pump for analysis. The caller was very upset about the questions being asked and disconnected the call.